Event description:
During coil embolization procedure of an aneurysm, the orbit rdfl complex fill coil (638cf0721/ 15450722) scratch (stretched). There was no adverse event, and the device will be returned for analysis.

Manufacturer narrative:
The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During coil embolization procedure of an aneurysm, the orbit rdfl complex fill coil ((B)(4)) stretched while repositioning in the aneurysm. After the event, the same microcatheter was used with the next device, and the procedure was completed with trufill coils. During repositioning, no additional torque was applied while the coil was in the aneurysm, but catheter manipulation is the integral part of coiling. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and no resistance/friction was noted between the coil system and microcatheter. The microcatheter was not re-shaped. The target site was the left pcom. There was no adverse event, and the device will be returned for analysis. A non-sterile orbit rdfl complex fill coil received coiled inside of a plastic bag. The hypotube was inspected and several kinks were noted on it. The introducer was found partially zipped and no damages were noted on it. The support coil, gripper and part of the embolic coil were found outside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched. The gripper and embolic coil were inspected under microscope the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed. The root cause could not be determined. However, based on the report that there were no damages noted prior to use, no resistance during insertion through the microcatheter, and it occurred during placement in the aneurysm, it is possible that procedural factors including wide neck aneurysm characteristic and manipulation contributed. Neither the analysis nor the DHR review suggests that the damage is related to the manufacturing process. In addition inspections are in place to prevent this type of damage on orbit coils from leaving the facility. Therefore, no corrective action will be taken.